Event description:
It was reported the tip detached from the catheter during an iliac reconstruction. Access was femoral. There was no calcification noted. The tip has not been retrieved and its location is unknown. There was no patient injury reported.

Manufacturer narrative:
The complaint is inconclusive. As no sample was returned for investigation, an evaluation could not be performed. The lot history records have been reviewed with special attention to the manufacturing,and inspection of this product, and the product was found to have met all specifications prior to shipment.